Event description:
Hill-rom received a report from the customer stating that the gear rack was broken. The lift was located at bokegarden. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found that the gear rack was missing 2 cogs. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The tech replaced the gear rack set to resolve the issue. Based on this information, no further action is required.